Event description:
It was reported to philips that the device can't identify waveform. The device was in clinical use at time of event, however no patient harm reported. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.